Manufacturer narrative:
Date of event: at the time of this report, the date of the event is unknown. Explant date: if explanted, give date: not applicable. To date, there is no indication of a lens explant. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that doctor implanted bilateral symfony lenses and the female patient is very unhappy due to blurry vision, halos and has to use glasses for reading. It was reported that the visual acuity of both eyes (ou) is not good and patient states it feels like she is looking through a dirty windshield. The review of patient's medical file notes that the patient has dry eyes. Patient's visual acuity has significantly decreased from day 1 post? Op to where it is currently and she now shows mild refractive astigmatism. This report represents the lens implanted in patient's right eye (od). A separate report is being filed for the lens implanted in patient's left eye (os).

Manufacturer narrative:
Device evaluation: the product testing could not be performed because the product was not returned for evaluation. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this product order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.